Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The device was returned in device tray, and disassembled into three pieces. Visual inspection found the lens stuck in the device, and clear residue on the device. No similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon attempted to use a ks-3ai, 25.0 diopter to implant into the patient's eye. However, the lens got stuck in cartridge. The lens was not implanted and no patient injury or contact. A back-up lens was implanted.